Event description:
It was reported that the user experienced failure to pair a dexcom g6 transmitter with the ilet after a transmitter change, with the app alternating between connection and pairing prompts and indicating the transmitter was not found, consistent with intermittent communication failure involving the antenna and electrical or magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.